Event description:
It was reported by an aci sales professional that a female patient underwent a coronary intervention procedure in 2009. The patient received an angiomax bolus pre-procedure and an angiomax drip which was discontinued prior to the mynx being deployed. A 6f sheath was used to access the common femoral artery in the right groin. The stick was at the bifurcation, and no pvd was noted within the vicinity of the puncture. Post-procedure, the physician, trained to the mynx, proceeded to use the mynx for femoral artery closure. During the mynx procedure, the patient's blood pressure was reported to be 115/54. The sealant was deployed and compression was held by the doctor and then the technician. While the tech was holding the groin, about 3 minutes into the hold, blood was observed pooling under the technicians fingers at the mynx site, requiring an additional 38 minutes of compression. No other complications were reported at the time. Patient was discharged the next day. Two days later, the patient complained of pain in her right thigh. The patient saw her regular cardiologist the following day, and was referred back to cath lab the next day for pain in her right calf. Via contralateral approach on the left side, angiography demonstrated the absence of distal flow below the level of the knee on the right side. Peri-procedural heparin and integrilin were administered. In an effort to clear the obstruction, the physician utilized a distal wire, a volcano extract catheter, a balloon catheter, an angiojet catheter, along with administration of integrilin directly to the site with a clearway balloon, without success. Procedure time was approximately four hours, at which point the patient was taken to the or where the clot was removed surgically. The clot was sent to pathology for analysis, and the pathology report described the material as, "seven red brown fragments of clotted blood". The report did not provide any other information. The physician informed the sales professional that in addition to the clot, "fuzzy stuff", that he believed was "collagen from an angioseal" was removed. An abi was not performed. The contralateral groin shot of the initial stick from original date, showed a smooth inner-lumen of the bifurcation, with no sign of disrupted flow. The patient was discharged nine days later, and is reported to be doing fine.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Per mynx instructions for use (IFU), the mynx is intended to close femoral arterial access sites. The lot number was not provided, therefore, the expiration date and device manufacture date are unknown.